Event description:
Reporter indicated that the patient's settings were programmed as intended except for the output current, which was found to be set to 0ma for an unknown reason. Attempts for further information have been unsuccessful to date.